Event description:
The facility rep reported a colleague infusion pump with an intermittent stop key. It is unk when this event occurred. There was no pt injury or medical intervention necessary. This device utilizes user interface module master software (B) (4) that is categorized as colleague 2006. No additional info is available.

Manufacturer narrative:
(B) (4). Eval summary: the reported condition of "an intermittent stop key" was confirmed during product eval. Inspection of the device revealed the condition was caused by a faulty stop button on pump head module (phm) keypad. To correct this condition, the phm keypad was replaced. The pump was retested and returned to the customer within specification. This issue is currently being investigated under CAPA-(B) (4).